Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had questionable results for an unspecified number of patient samples tested for ise indirect na, k, ci for gen.2 (sodium, potassium, chloride) on a cobas 6000 c (501) module - c501. There were several alarms occurring on the analyzer as well. The customer performed an ise check which resulted in errors. The customer provided data for four patient samples that had questionable results. Of these, one had an erroneous potassium result. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 5.56 mmol/l. The sample was repeated on a cobas integra 400 plus (i400+) and resulted as 4.0 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The potassium electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that the ise sipper probe was defective. He replaced the probe. He ran ise checks to verify the functionality of the replaced probe. He ran ise calibration and ran quality controls; these passed. He ran precision studies.

Manufacturer narrative:
Investigations have determined that the issue was solved by the service actions.